Event description:
It was reported that during a laparoscopic appendectomy procedure, at the first firing, the reload fell out of the device. The device was reloaded and the second cartridge fell out of the device and into the patient. The cartridge was retrieved. A second device was pulled and the procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis results found that the tsw35 device was returned in good conditions, two cartridge reloads present. Cartridge (b) tr35w, l52z0u was received unfired and with normal lockout, in addition the cartridge deck was noted to be damaged. Cartridge (c) tr35w, l5407j was received unfired and with normal lockout, in addition the cartridge deck was noted to be damaged. The damage to the cartridge (b, c) is consistent with the device being clamped over a hard object. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. It is possible that the cartridge (b, c) were not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel.

Manufacturer narrative:
(B)(4).